Event description:
The surgeon reported that a (B)(6) pt who had multiple airway procedures to manage congenital complete tracheal rings, underwent a dilation of the trachea procedure. Upon completed of the dilation of the trachea using an acclarent inspira air balloon (off label use of the inspira air balloon for complete tracheal rings), the posterior wall of the reconstructed and scarred trachea was noted to have a rupture in the complete tracheal ring. The pt's x-ray was normal and antibiotic (augmentin) was given to pt. The pt was scheduled to stay overnight and during that observation period and since the event, there has been no adverse event noted.

Manufacturer narrative:
Acclarent followed up on this report to gather additional info. The surgeon stated that the acclarent airway balloon dilation technology functioned as expected and he was aware of the off label use of the inspira air balloon. He did not attribute the airway wall defect to the technology, but rather to the pathology of complete tracheal rings and reconstruction. The subject device of this report was not returned for evaluation, and its whereabouts are unk. Acclarent will continue to monitor this phenomenon for trending purposes. The inspira instructions for use state, under the instructions for use section: "select the appropriate balloon size such that the diameter does not exceed the expected diameter of a healthy airway. Healthy airway diameter can be assessed endoscopically with direct visualization or via reconstructed CT scan imaging. When dilating a fixed congenital stenosis (e.g. Complete tracheal rings), care should be taken to limit the diameter of the balloon to the anticipated diameter of the cartilage skeleton in that segment of stenotic airway." This report is being submitted in an abundance of caution.